Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Upon analysis it was reported that no anomalies found. (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) std review - no anomalies found.

Event description:
It was reported that the patient is hearing the magnetic tones from the device on a weekly basis. They are solid tones. They typically occur between 5:30am and 8:00am while in bed. The patient states that he has had issues with ringing in his ears due to prior jobs. The device remains in use. No patient complications have been reported as a result of this event.